Manufacturer narrative:
The technician found the sidecomm board had a damaged connector where the communication cable attaches. The sidecomm power control board assembly was replaced by the technician to resolve the issue.

Event description:
The technician alleged the nurse call was not functioning. No pt impact.